Manufacturer narrative:
Vyaire medical file identification: (B)(4).

Event description:
The customer reported that the vela ventilator was showing vent inoperable, motor fault,circuit disconnect,low pip (peak inspiratory pressure), low ve (minute ventilation) and was alarming continuously. The customer confirmed that there was no patient involvement associated with the reported event.